Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a scheduled lead replacement on (B)(6) 2026 "[related manufacturer reference number: 1627487-2026-07851]", the patient's other lead was pulled out. As a result, the second lead was replaced to address the issue. Therapy was restored post-operatively.